Event description:
During the middle of the tlh procedure, the device in use stopped functioning. Staff attempted to clear the device error multiple times; however, the error continued to recur. Following repeated attempts to reset the device, it eventually failed to read or power on when plugged in. No harm occurred to the patient; device was replaced with new harmonic.